Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used in the ureter for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt to retrieve a stone was performed and the shaft of the basket broke a few inches below the cage. The basket was retrieved from the patient using a flexible reusable grasper. The procedure was completed with another zero tip¿ basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A zero tip retrieval basket was returned for analysis. A visual analysis of the returned device found the sheath is bent/curved at the distal end. The distal section of the basket assembly returned separated from the rest of the device. After the device was disassembled, it was observed that the distal section of the device (basket wires) was detached/separated from the splice cannula and pull wire/mandrel. The splice cannula has crimp marks which indicates that the device was properly crimped during manufacturing. The complaint was confirmed. It is most likely that the device could have been excessively manipulated since the failures found (sheath bent/curved/buckled and distal section of the basket wires was detached/separated from splice cannula and pull wire/mandrel), are issues that could have been generated by excessive manipulation of the device by the user or excess of force applied to the product during the use of the device, excess of force can cause damages or deformities as shown on the returned device. Once the device is kinked/bent/buckled, this condition can cause difficulties during the basket extension/retraction, continued attempts to actuate the device or excessive force applied to the handle in order to extend the basket can result in basket assembly detachment, therefore, the most probable cause for sheath bent/curved/buckled and distal section of the basket wires detached/separated from splice cannula and pull wire/mandrel for this event will be documented as "operational context". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. Labeling review was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt to retrieve a stone was performed and the shaft of the basket broke a few inches below the cage. The basket was retrieved from the patient using a flexible reusable grasper. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".